Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that the balloon ruptured, requiring additional intervention. The 70% stenosed and fibrotic target lesion was located in a mildly tortuous vessel. A 7.0 x 60, 75cm mustang balloon catheter was selected for use in a venoplasty. During the procedure, the balloon ruptured upon first inflation at 20 atmospheres for 10 seconds. A balloon fragment then became stuck in the vessel and then migrated to the lung. An x-ray was used to try to locate the fragment in order to remove it. Then a non-bsc thrombectomy catheter and a snare were unsuccessfully used to remove the fragment. The patient was hospitalized and a procedure to explant the unretrieved device fragment was performed on april 16, 2026. The patient fully recovered.